Event description:
According to the allergist, the product was implanted in 2001. Shortly thereafter, the pt started to experience arthritic shoulder pain, angioedema and urticaria particularly in the upper torso. The pt was seen in the emergency room within 24 hours post implantation and received unknown steroid treatment. Prior to the implant the pt was instructed by their dentist to take 4 aleve. A local topical anesthetic was used prior to the implant. The pt has been worked for h-pyloric disease, diabetes, rheumatoid arthritis, and auto-immune disease. All the tests were within normal limits. An ige and aspirin challenge tests have been performed and are normal. Subsequent to the collagen implant the pt had undergone steroid injection for a heal spur. The allergist is not sure if this condition is due to idiopathic hives and angioedema or a result of the collagen implant. Currently the pt is being treated with a low dose steroid treatment. Their condition is exacerbated during the night.